Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A hemodialysis patient reported a full circuit of blood was lost during the hemodialysis treatment. The blood tubing set was discarded without a return of the blood within the circuit. The patient's estimated blood loss from the discarded circuit was approximately 300cc. Follow-up information was requested from the site clinical manager who revealed that an adverse event form would be filed by the clinical staff if an event occurred which required that a bloodline be disposed of with blood remaining in the lines. She confirmed there had been no recent adverse events documented which could be related to the incident reported by this caller. As such, no further information is available related to this event. Additionally, as the caller chose to remain anonymous, medical records are not available and no further case details can be gathered.

Manufacturer narrative:
The device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.